Event description:
It was reported that deflation and removal issues occurred resulting in additional intervention. The 70 - 80% stenosed target lesion was located in the mildly tortuous, non-calcified right coronary artery. Follow deployment of a non-boston scientific stent, it was noted that the stent did not fully adhere to the vessel wall, necessitating re-expansion and fine-tuning. A 4.50 mm x 15 mm quantum? Maverick? Balloon catheter was introduced but could not be withdrawn. A large syringe and new pressure pump were used to deflate and withdraw the balloon. A transient occurrence of cardiac ischemia was also reported. After withdrawal, the balloon still could not be fully deflated outside the body. The procedure was completed using a non-bsc post-dilatation balloon and the patient was stable.

Manufacturer narrative:
E1 initial reporter address: (B)(6). E1 initial reporter phone: (B)(6).